Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the customer failed to provide requested information like date and time stamp for further processing. This complaint was marked close, and a new complaint will be created (should the customer receive new information).

Event description:
It was reported that a bd pyxis anesthesia es system application unexpectedly stopped responding during a procedure. The screen was gray, but both half height drawers remained unlocked with medications accessible. The customer stated the mini pockets remained locked along with the computer. There was no indication of delay, patient harm or any adverse event reported.

Manufacturer narrative:
Upon request to provide the date and time of when the issue occurred, the customer did not release any information. Because the complaint was opened for more than 26 days the logs could have been potentially overwritten. The complaint file has been marked as closed and new complaint files will be opened if the customer receive new information. The customer did not report that the malfunction repeated during this timeframe.

Event description:
It was reported by the customer that a pyxis anesthesia es system application unexpectedly stopped responding during a procedure. The customer stated that an active scheduled procedure was ongoing, and two half height drawers remained unlocked, medication accessible. There were no adverse events or injuries reported based on this event.